Event description:
It was reported that during a stenting treatment procedure, an allergic reaction and vessel thrombosis resulted in patient death. The patient arrived in cath lab with an acute myocardial infarction (ami). During the diagnostic portion of case, the patient's pressures were stable. Immediately upon implantation of a 4.0 mm promus element stent, the patient began to complain of itching and started coughing. The physician and staff administered epinephrine and performed CPR as patient's symptoms worsened. Patient coded. During CPR, physician noticed under fluoro that the left main artery had thrombosed. He attempted to open the left main artery, but patient died on table. The physician reported the patient suffered anaphylactic reaction to "something" and died on the table. Additional information was requested, but not available.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).